Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the tower 3 door had failed. The field service engineer (fse) contacted the customer and provided step by step instructions to unlock both sides of the tower, use the emergency release lever to pop all the doors, close them, return the lever to its original position, lock the cabinet, and then recover all the doors. The fse explained that the tower door which had failed but did not display a failed icon would recover through this process, ensuring full access. The customer later called back to confirm that the instructions were followed successfully and the door was recovered. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door had failed and could not be resolved because it did not appear on the screen. The customer had rebooted the station multiple times, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.